Event description:
During a pvi ablation for paroxysmal atrial fibrillation, communication issues resulted in a procedural delay. The current generator could not apply pfa ablation pulses. On the current generator the following error was visible: 571 - catheter warning - an electrode issue was detected. All connections were reinserted, the current generator was turned off and on again, the cable from the tactiflex duo to the current generator was replaced. But the issue persisted. The tactiflex duo catheter was replaced with a new one but the issues was not resolved. The ablation system was replaced with the non-abbott system (galaxy centauri by cardiofocus) and a tacticath ablation catheter was used to complete the pvi procedure.